Event description:
Additional info received that troubleshooting did not resolve the issue. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: in the follow up report-1 the additional information was sent regarding the explant of ipg. This section was left unchecked in error.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure on an unknown date and the ipg was not placed into surgery mode. Troubleshooting is pending to address the issue.